Event description:
During a thrombectomy procedure in a dialysis graft, the amplatz thrombectomy device (atd) drive shaft appeared to have failed. When the device was withdrawn, the catheter was twisted and broken approximately 1 cm from the distal impeller housing-to-catheter joint. A second atd was used to successfully complete the procedure. The pt experienced no adverse sequela.